Manufacturer narrative:
Troubleshooting ruled out any device migration and multiple reprogramming sessions were conducted during the 16 months that the system was in place. Review of nalu records found no complaints filed regarding the function or performance of any of the nalu components. There are no reports of any events or changes to the patient's health or physical condition after the device was implanted. Inadequate pain relief is a known risk and there does not appear to be any failure or malfunction of the nalu system leading to the lack of adequate therapy.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 after participating in a successful trial phase with nalu. The implantable pulse generator (ipg) was placed in the lower back area with the leads targeting the cluneal nerve to treat lower back pain. Despite multiple programming sessions and troubleshooting, the patient was not able to achieve the level of therapy desired. On (B)(6) 2025 a full system explant was performed at the patient's request due to inadequate pain relief.